Event description:
It was reported to philips the device had multiple issues. This was further clarified by a philips field service engineer (fse) that someone had made changes to the device and incorrectly installed the processor pca and therapy port. This resulted in the therapy port input on the processor pca being broken and the therapy port not working. There was no patient involvement.